Manufacturer narrative:
There is insufficient information to determine the root cause of the source of the pseudomonas bacteria cultured. The individual ion catheters were not provided and additional site testing was not provided. Information provided by a physician stated there have been no patient infections reports. The intuitive surgical device reprocessing representatives who reviewed the site's ion process determined the source of the culture specimens, and some other observations such as: no dedicated ion biopsy procedure or team, point-of-use instrument handling protocols offered opportunity for contamination, point-of-use initial post procedure cleaning was not performed per the IFU; spd reprocessing deviations relating to solution preparation, leak testing, final rinse steps. Additionally, no continuity tester calibration since november 2024. Complete training for site personnel is scheduled. Section b3 event date: the customer reported that the first pseudomonas cultures from the ion tool channel were available in may, no specific dates were provided. Section d suspect medical device: no information was available regarding specific ion catheters used; therefore, the ion system information is provided. Section h10 related records: additional related record 2955842-2026-32672.

Event description:
An intuitive sales representative was contacted by the hospital site sterile processing department (spd) manager regarding several positive pseudomonas cultures that occurred after combined ion biopsy procedures followed by bronchoalveolar lavage (bal) activities using a standard bronchoscope. Intuitive representatives went on site and it was clarified that they were flushing fluid through the ion catheter tool channel at the end of the procedures, and were sending that fluid to microbiology for testing post-procedure; multiple culture results came back positive for pseudomonas. The physician for several cases reported that there were zero patient pseudomonas infections. There were cultures that were positive for pseudomonas; however, he was ¿monitoring his patients and they had no symptoms, and none required treatment with antibiotics or any medical care whatsoever.¿ he stated that the exact number of positive cultures was unknown, but it was greater than five. At the time, he thought the culture results may have been related to the way the samples were being collected, and that they may have been obtained from fluid from the bal procedures. The intuitive representatives performed an onsite observation and review of the site¿s procedure room, transport process, storage practices, water quality, environmental conditions and reprocessing workflow procedures. Atp (adenosine triphosphate) testing was not currently included, but it was being considered. On-site training was schedule for the or staff on the ion system (point-of-use) and for spd reprocessing.